Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and self-test. No unexpected blank display anomalies, pump error 23 alarms or failed batt test alarms noted during testing. No pump error 25 alarms or pump error 24 alarms noted in the pump history file or during testing. The power management graph indicated connector resistance issue. Multiple unexpected low battery alerts and replace battery alerts noted in the pump history file due to connector resistance issue. Connector for printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, peeling end cap address label and slight corrosion in battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. The customer blood glucose was 147 mg/dl at the time of the incident. Troubleshoot was performed. Customer was calling back after receiving battery cap. Customer states the spring is corroded. Customer used new fully battery during troubleshooting. Customer was using aa battery. Customer also reported failed battery test and post-reset ram crc alarm. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.